Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the testing result obtained for the subject device satisfied the target level in the instruction of the (B)(4) authority (((b)((4) from (B)(6) 2016).

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing by the facility, the channel of the subject device tested positive for aeromonas hydrophila, staphylococcus non aureus and stenotrophomonas maltophilia(>100cfu/endoscope). After receiving the positive culture, the subject device was reprocessed by the facility. The facility performed another culture test and the channel culture tested positive for stenotrophomonas maltophilia. (1cfu/endoscope). The subject device had been reprocessed in a non-olympus automated endoscope preprocessor (aer; soluscope) by the facility. There was no report of infection associated with this report.